Manufacturer narrative:
The full lead was returned and analyzed. The competitor guidewire's hydrophilic coating adhered to the coil filars causing the conductor to become distorted when trying to pull the guidewire out of the lead. The guidewire was broken and stuck in the lead lumen. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the competitor guidewire's hydrophilic coating adhered to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted and broken when trying to pull the guidewire out of the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire became stuck in the tip seal of the left ventricular (lv) lead. The guidewire broke when the physician attempted to withdraw it. The lead was not attempted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.